Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient has been experiencing unusual symptoms with their device. Additional information was received from the patient on (B)(6) 2018 indicating that their left side was shaking rapidly as if their stimulator was cut off, but the right side was receiving therapy. Patient noted that they experienced fierce tremor but their voice/speech improved greatly. Patient stated that they went back to the doctor who stated that the patient's contact 10 had gone bad and they set some programs around that non -working contact, and they were still adjusting. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.